Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a percutaneous ventricular assist device (pvad) was used due to the patients low ejection fraction (ef). Following successful valve implantation, the delivery catheter system (dcs) was removed. Upon removal of the pvad, the catheter tip of the device slightly contacted the outflow of the valve, resulting in dislodgement of the valve into the ascending aorta. Subsequently, a second valve was implanted successfully.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop23-29}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.